Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however the device was not returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.